Event description:
When trying to move position of bed an error "head hilo error" is given. Manufacturer response for bed, ac-powered adjustable hospital, progressa bed system (per site reporter). Unit is awaiting repair.